Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent a 3t MRI. He reported a very loud noise during the MRI and afterwards his hearing with the device had decreased. Additional testing will be done in the upcoming month. No surgery is planned at this time.

Event description:
The user underwent a 3t MRI. He reported a very loud noise during the MRI and afterwards his hearing with the device had decreased. 3t MRI is contraindicated for this device type.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a decrease in hearing performance after a magnetic resonance imaging (MRI) performed at 3.0 tesla. The instructions for use (IFU) for the concerned device clearly state that the concerned device is MRI conditional for scanner field strengths of 1.5 tesla. Therefore the performed MRI examination constitutes an abnormal use. The MRI examination might have caused damage to the device, explaining the decrease in hearing. Additional testing is planned.